Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the high voltage cable. The high voltage cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the monitor screen on the 9800 system went black during procedures. It was noted that this has happened twice. Advised that the procedures were completed. There was no report of pt injury.